Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system, controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2021 / serial #: (B)(6): no h3: no h4: mfg date: 29-may-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient accidentally disconnected both power sources from the controller at once, resulting in a loss of power to the controller. Review of log files data revealed that when the ventricular assist device (vad) restarted, a motor start event with parameters outside of the typical range was logged. The controller and vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed one (1) controller power up event, with an associated motor start event, logged (B)(6) 2024 at 22:32:25. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 23% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 51% relative state of charge (rsoc). The power sources logged following the event were no power source connected to power port one (1) and power adapter connected to power port (2). The controller was off for approximately 12 seconds. No anomalies were recorded leading up to the loss of power. Additionally, log file analysis revealed a motor start event recorded on (B)(6) 2024 at 22:32:33 in which the motor start parameters were atypical. As a result, the reported controller loss of power event and the atypical mo tor start parameters findings were confirmed. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Additional product: 1420-controller 2.0 serial # (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.